Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was set to interface with the ehr using profiling, but medications did not appear on the patient's profile in a timely manner. The technical support specialist inquired about three patients appearing on the report despite not being currently admitted. Upon checking the remote server system, a tss found that one patient was still marked as admitted on the server, although the customer confirmed the patient had been discharged and could not manually update the status. Further investigation revealed two entries for the patient in the server and a discrepancy in the discharge date and time. The synchronization status between the server and the station was reviewed, and the customer was advised via email to correct the discharge information on the server. After making the correction, the customer confirmed the issue was resolved and requested case closure. The system functioned as intended after the technical support specialist resolved the issue

Event description:
It was reported by the customer that a bd pyxis¿ es server encountered an issue where medications did not appear on the patient's profile in a timely manner. As a result, nurses had to override the system to pull some medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ es server encountered an issue where medications did not appear on the patient's profile in a timely manner. As a result, nurses had to override the system to pull some medications. There were no adverse events or injuries reported based on this event.